Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (failed incoming testing) has been confirmed. Upon investigation the electrode belt failed detect and treat testing. The cause for the failure was isolated to an open pulse wire in the cable connecting the distribution node (dn) to the rear therapy electrode, damaging all wires in the cable. Additionally, the trunk cable connector was physically damaged and the electrode belt was unable to securely connect to a monitor. The root cause for the open wire was excessive force. No adverse event resulted from the damaged belt.